Manufacturer narrative:
H3:item no:9560100, lot no:1192790 during the inspection at the time of acceptance, the requested issue was reproduced, and it was observed that there was a scratch on the outer tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a device used for endoscopic de compression. It was reported that the images from endoscope became cloudy. No patient symptoms were reported. There were no further complications reported regarding the event.